Event description:
Additional information received from the patient indicated that a dye study was done and "they can't find anything". The cause of the overdose and underdose symptoms were determined. When asked if there was information to suggest that the pump medication was being delivered unintentionally in a manner greater than prescribed, the patient reported "they can't figure out why except maybe a 'flap' of scar tissue plugging the catheter tip at times". To resolve the symptoms after receiving a bolus, they "changed the bolus dose and times, only helps for a few weeks then it starts again". The overdose and underdose symptoms did not resolve; the patient's old doctor retired so they had to find a new one. The pump would be replaced when the "battery change" was due. It was also reported that the patient had "times of such weakness, struggle to walk, nausea, and vomiting". The patient still had these times, along with extreme stiffness and "spasms so bad I've had numerous emergency room (ER) visits". The patient reported "pulls my feet under and had surgery on them cutting tendons to stop that, but spasms over that". The patient's back would spasms and "pull me down to lap at times and I have 'runner's' calves from the spasms. In regards to the patient's weakness, they "can't use legs, so need electric scooter". The patient's husband had to help them get them up and dressed. The over/underdosing was continuing but "have to get used to this new doctor and see if she can figure it out".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity. It was reported that for the last three weeks the patient had been nauseous and vomiting within a few minutes of getting a bolus. The patient was weak and could hardly get up from the bed. The patient had someone to help pull them up and "stuff like that". The issue had gotten steadily worse. The patient met with their new healthcare provider today for their first refill. The pump time was six minutes behind the programmer time. The patient noted they had their healthcare provider to decrease their baclofen a little bit. Patient services provided the patient with technical services phone number and redirected the patient to their managing hcp. The patient called back on (B)(6) 2025 and requested physician listing due to their doctor retiring and they were still feeling overdosed and underdosed symptoms working with the new hcp. The current hcp would only refill the pump and would not make any adjustments so they needed someone that would make adjustments to help them.